Event description:
Boston scientific crm received information that this device was checked approximately six months ago and the battery indicator showed 4.5 years remaining. Today, the patient came in feeling tired and the device had reached end of life (eol). No changes were noted. The device was explanted and returned for analysis. There were no adverse patient effects reported. The device was pacing at (B)(4).

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was subjected to a longevity calculation based on system guide labeling for this model device and was found to not meet longevity. Design engineers have noted deficiencies in this calculation and determined that it does not accurately represent the device's battery performance. As a result, the device longevity was tested a second time, using a revised longevity calculator that has corrected the deficiencies of the original calculator. This device passed the second longevity calculation. Additionally, a review of the device memory confirmed the atrial outputs were increased which is why the device longevity decreased.